Manufacturer narrative:
The required intake information to enable further investigation, such as the kit's lot number, was not provided and an investigation was not able to be performed. Notwithstanding, a review of complaints' trend reveals that all lots within expiry dating are performing according to the statements made in the package insert. Abbott diagnostics scarborough was unable to determine the exact root cause of the reported issues as no information was provided for investigation.

Event description:
The consumer reported a false negative result with the binaxnow covid-19 antigen self-test conducted on (B)(6) 2025, using an unknown sample type. The consumer visited their doctor and tested negative on (B)(6) 2025 using an unknown brand test. Despite the negative result, the doctor diagnosed the patient as covid-19 positive and prescribed paxlovid. The consumer reported experiencing symptoms including a 100-degree fever, sore throat, nasal congestion, headache, runny nose, shortness of breath (attributed to asthma), fatigue and that they had been exposed to a person with covid-19. The consumer confirmed that there was no harm caused by the test results and that there was no delay or impact on their treatment.